Event description:
After procedure, dr went to activate plastic safety mechanism and plastic part broke completely off. This resulted in a small puncture to their finger. Dr cleaned area and no medication intervention required. Product discarded.